Manufacturer narrative:
.

Event description:
A report was received that the patient had a previous ipg revision (MFR report #: 3006630150-2011-01807) wherein the physician used the same incision site, the battery slowly worked its way right back on the top of the patient's lumbar spine which was very uncomfortable. It was also reported that it was not device related but surgical related. The patient underwent a revision procedure wherein the ipg was relocated and upgraded. The patient was reportedly doing well postoperatively.